Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat 1 analyzer was hot to touch. Based on the information at the time, there was no injury associated.

Manufacturer narrative:
Apoc incident# (B)(4).